Event description:
The lay user/pt contacted lifescan in 2008 and alleged that her one touch ultra meter was not powering on. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt did not know when the alleged issue first occurred (it is not known how long she was not able to test her blood glucose and what her previous results were). She reportedly did not develop any symptoms of high or low blood glucose before, during, or after the reported issue began. As a result of the reported issue, she did not take any actions. However, she claimed she received assistance from the emergency services and was treated with "glucose and insulin". It is not clear as to why she was treated with both insulin and glucose. At the time of troubleshooting, it was verified that this was not a new product. Based on the info provided, there was no misuse of the product. The pt was using the correct test strips and the meter turned on when the power button was pressed. However, the issue was not resolved with a test strip was inserted all the way into the test strip port. This complaint is being reported because the pt claimed that she was treated with "glucose and insulin" and received assistance from the emergency services after the reported issue began. She was reportedly asymptomatic. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results ina supplemental report.